Manufacturer narrative:
.

Event description:
It was reported that during an unknown procedure, the ultra 2 cutting balloon ruptured and detached. The lesion being treated was isr of the proximal mid circumflex, where multiple stents had been previously placed. Following advancement of a mailman guidewire and 6f runway guide catheter, the ultra 2 cutting balloon was advanced. It was inflated 9 times to 8 or 9 atms, ranging from 8 to 21 seconds each time. Blood was noted within the inflation device on the final inflation. Upon removal of the ultra 2 balloon, it was found to have ruptured and detached with only the proximal end of the balloon remaining on the catheter. The detached balloon could not be visualized by film. The guide catheter was flushed with no sign of the balloon. Blood flow was brisk and there was no consequence to the patient, so the procedure was completed at that time. The detached segment remains in the patient. Review of the film describes this as a "totally occluded lad with lima to the vessel. Circ - big vessel with several stents on the bifurcation with om. In-stent restenosis in circumflex at the level of the bifurcation."